Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports their personal diabetes manager (pdm) battery is not holding a charge. In addition the patient reports the pdm battery is overheating. The patient reports during charging the charging symbol is no longer showing.

Manufacturer narrative:
The returned device was evaluated and the user reported the pdm is not holding a charge and is overheating. A battery was returned with the device. Initially, the device did not power on using the returned battery. The device was allowed to charge using the returned battery and powered on with no issues. The charging symbol was displayed and the device charged at the expected rate. No damages or defects were observed to the battery or the battery compartment. Inspection of the log files found signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 77% to 7% in approximately 1 hour. Investigation confirms the reported event of the battery unable to hold charge, but the exact cause of the battery not holding charge could not be conclusively determined. Inspection of the log files found no signs of the device overheating. The log files show the device was operating within the temperature specifications. The lcd screen was observed to be damaged. The timing and cause of this damage is unknown. The touch screen functionality was not affected.correction to d(4): sequence number changed from unavailable to (B)(4)